Manufacturer narrative:
The reported defective device was returned on (B)(4) 2010 an initial visual review of the device noted that the catheter luer was cracked and completely detached from the catheter. An investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2010 by the end user in (B)(6), during the procedure, a leak was noted from the y-connector. No further complications were reported and there was no harm to the patient.